Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% restenosed, 28-30mmx2.4-2.5mm, eccentric, target lesion with a significant bend between 45 and 90 degrees was located in the moderately tortuous and severely calcified left anterior descending artery. A 32 x 2.50mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.